Event description:
It was reported the programmer smelled like smoke when it was turned on. The programmer will interrogate, but advancing the paper and printing does not work. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device has a printer overheat message. Burnt capacitor found on a printed circuit board.